Event description:
Customer stated that inserted sensor was bleeding profusely. Customer removed and inserter a new one. The second sensor bled, but not as bad. The sensor is not reading the sensor glucose. Customer is taking aspirin at night. The current blood glucose is 94 mg/dl. Customer experienced low blood glucose due to working in the yard and renovating house. The site does not show signs of an infection. There is blood at the site. Customer also noticed that the sensor needle is not retracting when removing. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.